Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. A complete circumferential outer shaft break was observed at the proximal balloon glue joint. The inner polyimide was noted to be intact. The break was examined under microscopic magnification and were observed to be jagged and stretched, indicating that excessive force was likely applied to the catheter. Functional/performance evaluation: due to sample condition, no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based upon the condition in which the sample was returned, the investigation is confirmed for a break at the proximal balloon glue joint. Based on the visual inspection of the break, it appeared that excessive force may have been applied to the catheter shaft, as the edges of the break were uneven and stretched. However, the definitive root cause for the outer shaft break could not be determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a subclavian vein procedure, the pta balloon catheter shaft was allegedly broken, just proximal to the balloon. It was further reported that another balloon was used to complete the procedure. There was no reported patient involvement.